Event description:
Paramedics connected the device through a 4-wire patient cable, to a patient with a non-critical condition for purposes of routine monitoring. Reportedly, when an attempt was made to monitor the patient, there was no display of ECG either on the screen or the recorder until approximately one minute after device powered on. At this time the ECG became visible on the device displays, but had a wandering baseline.